Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.